Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Four days prior to receipt of this report, the umbilical hernia was surgically repaired in the hospital. The cause of the hernia was unknown. The same day as surgery, pd therapy was temporarily discontinued for 3 days. The patient was discharged 2 days after admission. The patient denied receiving hemodialysis. At the time of this report it was not reported if the patient had recovered from the umbilical hernia event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). After further review, the device history revealed a failure of a pressure check, however, the device was retested and passed all subsequent testing. Per device evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be performed. A review of the device history record was performed and revealed no failures or malfunctions that could have cause or contributed to the hernia. The cause of the reported hernia could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) date of event: the umbilical hernia occurred on an unspecified date in (B)(6) 2014. A review of the service history record was performed which revealed no issues that could have caused or contributed to the reported difficulty of patient symptom ¿ other (umbilical hernia). Should additional relevant information become available, a follow-up will be submitted.